Event description:
It was reported that during the implant procedure this catheter was found to be broken and remained in the distal coronary sinus. The catheter was able to be retrieved and successfully removed from the patient. This catheter is expected to be returned for analysis. No adverse patient effects were reported.